Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported the patient had no relief, the remote was not charging and the patient was getting electrical pains when they should not. The patient was going to receive a new controller battery.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the pt reported they were still having issues (since accident aug 2022) with ptm saying it can't find the device <(>&<)> thinking the neurostimulator battery (ins) wasn't fully charging. Pt indicated knowing the ins was depleted which was why no device found was occurring. Pt admitted to not monitoring battery levels throughout the day saying the ins runs 24 hrs a day so they just assume its working to do what its supposed to be doing. Pt specified that they used to be able to feel stimulation to tell when it was on but could no longer feel stim. Pt explained the ptm li battery pack (bp) will be 100% <(>&<)> ins 0% but when charging ins they will look (after 30 minutes) the ins will read 100% with ptm 50%. Pt added they can lock the ptm while recharging ins but when they check ins has stopped charging. Pt described they have to turn ptm on, hit recharge, <(>&<)> start session again.  Pt commented they weren't getting the relief that they should be getting from therapy. Pt said they didn't have therapy on yesterday b/c they did not bother charging since they were not getting any therapy relief. Pt said it was like a wire was semi-hooked adding they had met with mdt rep a couple of times after their accident to have system checked where they were told everything was reading correctly. Pt said they also addressed issue with hcp but x-rays showed the wires were in place even though they did not think the battery was checked to make sure wires were connected properly. Pt said rep made program setting adjustments taking them back down to baseline. The patient was redirected to their healthcare provider to further address the issue. Pss also advised take external equipment with them to next appointment to have it tested. Redirected caller: patient's hcp additional information was received from a patient (pt). It was reported that the pt called back and stated previous information documented in this case. The pt stated they met with their representative yesterday and checked their connections and wires. The pt stated their representative told them to call patient services for a battery pack replacement. The pt stated their controller was at 100 and their implant was at 0 and when they charged, the controller was at 80 and the stimulator was at 50 when the controller was supposed to be at 50 and the stimulator was supposed to be at 50. Patient services (pss) was confused and clarified that the controller battery was not draining fast which was a good sign of the equipment functioning. The pt also noted that their representative programmed them to where they should be getting 3 days out of the stimulator but they weren't. The pt's controller also read that their implant was empty but they got electrical charges on their leg. Pss explained to the pt multiple times that replacing the battery pack will not resolve their internal programming issues. The pt noted their representative told them that the battery pack also charged their internal battery. Pss explained to the pt the difference between the controller, battery pack, their implant and implant programming issues but the pt still requested for a battery pack replacement. The pt stated their representative had them call patient services for a battery pack or the representative was really going to have to look into their stimulator. Pss redirected the pt to their representative multiple times to have their implant checked but pss was unsuccessful. The pt noted they wanted to exhaust all external equipment options because they did not want to have to go through another surgery. A replacement battery pack was sent out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.